Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited dirt in the insertion part of the ccd (charged coupled device)-unit of ccd-cover lens glue, dirt in the insertion part of the distal end of lens glue, and dirt in the insertion part of the distal end of the plastic distal end cover. There was no patient involvement.